Event description:
In 2007, I was sitting on a walker in my garden, walker began to roll backwards I applied the brakes but the walker got faster. I was then thrown from walker onto the streets. I went to the hospital, xray was done it determined I had fractured my arm, I was refered to an ortho. Doctor. In five months later, I get a call from visiting nurses the vendor who supplied me the walker in three months prior to original date, telling me that it was a recall on my walker and that he needed to come out to do some preventative work on my wheels - bolt - to prevent wheels from coming out. He showed me how my walker was unbalanced one wheel was screwed in and the other wheel hanging out from the base of the walker. He then took the walker from me. I called grahamfield, the manufacturer. Told an representative of the incident, on approx five months after the event date, another walker was bought to my home. As a result of fracturing my arm I got frozen shoulder syndrome, 2008 had a closed manipulation done, then the following month, I had surgery on my shoulder I have been in physical therapy since 2007 until the present. Lumex heavy duty walk about rollator walker, I have been in pt since that month, the following month had closed manipulation, the month prior to original month, had surgery presently in pt to gain movement back to arm. Diagnosis or reason for use: diabetic/neurothophy preventative measure.